Event description:
It was reported that there was foggy image.

Manufacturer narrative:
Alleged failure: cloudy. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: most probable root causes could be sterilization, cleaning, disinfection, and/or wear and tear. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was foggy image.